Event description:
It was reported by the patient that she felt she was shocked in the middle of her throat and the patient's entire body was sore from the initial pain and tensing up. After the initial shock, the patient did have some uncomfortable shocking in her throat, but nothing like the initial shock. The patient attempted to use her magnet to disable the device; however, it did not seem to work. It was confirmed with the patient there were no preceding issues that could have caused the shocking that was reported. The patient later went to the hospital and was given some pain medication but left the same day with no other interventions. Later the patient was seen by a neurologist and the patient's settings were decreased. The settings were increased the next day to the previous levels as lowering the settings did not resolved the pain. System diagnostics were run which showed the impedance value was 2528 ohms, which was within normal limits. It was confirmed there was no high impedance by repeated testing with the patient's head in multiple positions. It was also noted the generator's battery was not depleted. The patient stated that she had previously done very well with vns and was able to come completely off of her medications. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
"It was noted the patient stated she had a significant increase in seizures recently." In the initial MDR, it was noted the patient stated she had previously done very well with vns, indicating that at that moment she was not doing as well; however, it was not explicitly explained that she had an increase in seizures. The statement in quotations was inadvertently left off of the initial MFR. Report.

Event description:
It was noted the patient stated she had a significant increase in seizures recently. The patient called in again complaining of shocking in her neck. It was later reported that the shocking first occurred in (B)(6) 2015, but the seizures just occurred in (B)(6) 2015 and (B)(6) 2016, but the patient hadn't had a seizure since then. It was noted that even when the patient had the increase in (B)(6), it was still below pre-vns baseline levels. Additionally, the physician declined a prophylactic battery change because the generator was only 1.5 year old. No high lead impedance was observed during system diagnostics, even when the patient's head was moved in different positions in which the patient receives shocks. The physician does not see how changing the generator would resolve this issue. The patient has declined turning the vns off as she stated the vns has been a life saver and she has been pretty much seizure free and off medications. The vns duty cycle was decreased and her settings turned down. The physician's assessment was that the patient is drug seeking as she kept requesting pain medications. This statement also coincides with the statement that when the patient tried to use the magnet to disable the device, the pain did not subside.

Event description:
Clinic notes were received for replacement referral. Within the notes it was stated the vns caused the patient discomfort. It was noted the physician lowered the pulsewidth. Painful stimulation in the throat had been previously reported for this patient. The vns interrogation result provided the device battery status was at less than 25%.

Event description:
Generator replacement surgery occurred. The device was reported to have been discarded by the hospital.